Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Mmh456. The following information was requested, but unavailable: did any piece(s) of the needle fall into the patient¿s tissue? Unknown. What measures were taken to retrieve the broken piece? Unknown. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. Were x-rays taken to locate the needle piece(s)? Unknown. At what location was the needle found? Unknown. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Unknown.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2019 and barbed suture was used. The needle broke during use. The broken part was retrieved. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/28/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.